Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was experiencing high blood glucose of 456 mg/dl and she did not have a backup plan. The customer stated she received a replacement insulin pump and needed assistance with programming the settings. An emergency medical technician was with the customer at the time of the call and the customer was assisted with setting the time/date, basal rates, bolus wizard, fixed prime, max bolus and max basal based on the old insulin pump settings. She was advised to reach out to her doctor for any changes. She was also assisted with inserting the infusion set. Blood glucose value at the end of the call was 407 mg/dl; customer was going to treat with the insulin pump.